Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose. No additional information was provided. Customer declined to continue troubleshooting with tandem technical support.